Manufacturer narrative:
Analysis of the device found that the issue was confirmed. The p/I board was replaced due to failure and cracked enclosure box was also replaced. The interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the interface was noisy prior to the procedure when the device was hooked up to start the case. They tried to hook up the device to another mainframe but the same issue occurred. Normal monitoring was not able to be continued with no issues. There was no patient impact.